Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact it was not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using healicoil sa pk 5.5mm w/2 ub-bl, cbrd bl the anchor shattered. Distal portion of the broken anchor and suture were left in the patient and adequate fixation was achieved. However, competitor's device was not placed on top of the shattered healicoil. Another hole was required to be drilled. The procedure was completed using the competitor&#38112;device. There was a procedural delay of 25 minutes. The incident did not result in any patient injury or complications.